Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken atrial output connector. Analysis also noted the inside of the ventricular output connector was contaminated, the battery drawer would not open when pressing the eject button, the hanger was cracked, and both output connector nuts were discolored. All found defective parts were replaced and all other identified issues were reso lved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial connection port required repair. The epg was returned for service. There was no patient involvement.